Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, the customer resolved the alarms by changing supplies. Additionally, it was reported that the customer received multiple altitude alarms. Reportedly, the customer was able to clear the alarms and resume insulin delivery. There was no reported impact to the customer's blood glucose level.